Event description:
Catheter fracture at the catheter-pump junction. Required surgical repair. Rptr has been implanting baclofen pumps (medtronic synchromed) at hospital since 1998. Through medical staff performance improvement program, they hold a monthly confidential mortality & morbidity conference. Almost a year ago, hospital began to see what they thought might be a trend toward more complications related to the catheters in children with baclofen pumps. This stimulated a thorough retrospective review of all of complications with baclofen pumps. At the same time dr. In charge of bacolfen program, was talking to other hospitals and to representatives of medtronic to see if others were having problems. Catheter-related problems included disconnections, fractures of the catheter, and obstructions. Four patients had their implants at other hospitals and rptr's hospital was unable to obtain the model numbers from those hospitals, despite many attempts. The pumps implanted at rptr's hospital were all done by the same surgeon. A representative of medtronics was present at each implantation, since the "rep" brought the pump and catheter to hospital. The manufacturer's representative was present in the surgical suite, but is not permitted to "scrub in" either to observe or assist in hospital. It is apparent that all of catheter related complications at hospital occurred when they combined the 8709 single piece catheter with the "new" 8627-18 pump. They did a chi square on the data and found the association to be statistically significant with a "p" value of 0.008. Dr's queries did not discover similar series of complications in other centers, but anecdotal stories suggested that many other centers were now using the 8703w catheter with the 8627-18 pump. Medtronics has estimated a rate of catheter-related complications at 10 to 25%. Hospital's complication rate with any combination other than the 8709 catheter and the 8627-18 pump is 0%. With that combination catheter complication rate is 31%. It is certainly possible that hospital's neurosurgeon is not inserting the pumps properly. However, to this point no one has been able to suggest what he might be doing wrong. Hospital suspects that there may be a design problem which predisposes to catheter-related problems when the 8709 catheter is used with the 8627-18 pump. In rptr's hospital, they are going to change their technique to use the two-piece catheter with the 8627-18 pump, as they understand another dr is doing.